Event description:
The following was reported by (B)(6) for the pt: ni/ni/2002: the pt underwent incisional ventral hernia repair with "marlex" mesh. Ni/ni/2004: the pt underwent explant of "marlex" mesh due to infection. Ni/ni/2004: the pt underwent repair of incisional ventral hernia repair with another "marlex" mesh. Ni/ni/2009: the pt underwent explant of "marlex" mesh due to infection.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The pt reports he was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The report does not identify a specific device issue and no product was returned for eval. Additionally, no product identifiers or medical records have been provided. With the currently available info, no conclusion can be drawn at this time. See MDR 1213643-2011-00487 for info related to the bard flat mesh implanted on ni/ni/2002.